Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter via left femoral vein puncture. Prior to the procedure, the filter popped out of its own body during flushing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one electronic photo was provided and reviewed. The photo shows the product labeling with the information matching the reported details in track wise. One deployed filter, and a filter storage tube were seen inside the open packaging. A pusher catheter loaded onto the adapter was also visible partially outside the packaging. Additionally, beside the packaging, a dilator and a sheath were observed. Blood residue was seen throughout the device. Therefore, the investigation is inconclusive for the reported premature activation as no objective evidence was provided to confirm the event. A definitive root cause for the premature activation could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter via left femoral vein puncture. Prior to the procedure, the filter popped out of its own body during flushing. The procedure was completed using another device. There was no patient contact.